Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer experienced a high readings issue with the adc freestyle libre. On (B)(6) 2019 at 06:04 the customer received a sensor scan of 132 compared to a build-in meter reading of 59 mg/dl, and at 06:50 a sensor scan of 108 was compared to a build-in meter reading of 42 mg/dl. The customer simultaneously experienced symptoms described as a "lack of reflection, eyes open but did not answer" and a loss of consciousness. The caregiver injected glucagon as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination). The sensor plug was properly seated. A visual inspection was performed on the sensor plug assembly, and no failure mode was observed. Sensor was inserted into the test fixture and reprogrammed, and linearity test was performed. The investigation showed all processes were effective. No product deficiency was identified.(device manufactured date) has been updated based on returned product download.

Event description:
A caregiver reported that a customer experienced a high readings issue with the adc freestyle libre. On (B)(6)2019 at 06:04 the customer received a sensor scan of 132 compared to a build-in meter reading of 59 mg/dl, and at 06:50 a sensor scan of 108 was compared to a build-in meter reading of 42 mg/dl. The customer simultaneously experienced symptoms described as a "lack of reflection, eyes open but did not answer" and a loss of consciousness. The caregiver injected glucagon as treatment. There was no report of death or permanent injury associated with this event.